Event description:
Reportedly, two months after the implantation of the pacemaker involved in this MDR report, the patient was admitted to the hospital because of discomfort. It was observed temporary pacing failure. The device was reprogrammed in unipolar and patient was under observation. One month later, the patient experienced again discomfort and temporary pacing failure and under sensing were still observed on ECG monitor again. The pacemaker was finally explanted and returned for analysis. A new device was successfully implanted (the lead was also changed because of progressed adhesion of the lead to the tissues).

Manufacturer narrative:
(B) (6), 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Analysis is pending.